Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available and a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, additional information is available and a correction is required. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/correction. H3: device evaluated by mfg- additional information. H6: additional information/correction. Please dismiss h6 code 4114 from the previous MDR (B)(4).